Event description:
Complainant alleged that the clinician was attempting to monitor a male pt (age unk) suffering from chest pains, but the screen display went blank. The clinician then changed the device battery, but there was still no screen display. In addition, the device recorded would not print. Subsequent to the event, the clinicians tested the device and found that the device also was unable to charge. The clinician was able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.